Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ('pain pelvic') in a 46-year-old female patient who had essure (batch no. (124417b4,74055b)-not valid) inserted for female sterilization. The occurrence of additional non-serious events is detailed below. Other product or product use issues identified: device monitoring procedure not performed "did not undergo confirmation test". The patient's concurrent conditions included genital hemorrhage, bleeding menstrual heavy, bleeding time prolonged, nausea, vomiting, diarrhea, yeast infection, cramp in lower abdomen, mood change, irritability, ache, tenderness, vaginal pain, back ache, headache, dysuria, bladder spasm, urinary frequency, vaginal discharge abnormality, urinary tract disorder and vaginal odor. Concomitant products included medroxyprogesterone acetate (depo provera) (B)(6) 2010 to (B)(6) 2011, nsaids since (B)(6) 2010 and paracetamol (acetaminophen) since (B)(6) 2010. On (B)(6) 2010, the patient had essure inserted. In (B)(6) 2010, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), vaginal haemorrhage ("abnormal bleeding (vaginal)"), menorrhagia ("abnormal bleeding (menorrhagia)"), depression ("psychological or psychiatric problems condition: depression") and anxiety ("psychological or psychiatric problems condition: mental anguish"). On (B)(6) 2012, the patient experienced vaginal infection ("infection (bladder/ urinary tract/vaginal) type: vaginal"), 1 year 8 months after insertion of essure. On an unknown date, the patient experienced genital haemorrhage ("general abnormal bleeding"), abdominal pain ("abdominal pain"), psychological trauma ("psych injury"), urinary tract disorder ("bladder/urinary problems: urinary problems"), vaginal discharge ("vaginal discharge") and post procedural complication ("post removal complication "). The patient was treated with surgery (she had hysterectomy (full) and salpingectomy (bilateral)). Essure was removed. At the time of the report, the pelvic pain, genital haemorrhage, abdominal pain and urinary tract disorder had resolved and the psychological trauma, vaginal discharge, vaginal haemorrhage, menorrhagia, depression, anxiety, post procedural complication and vaginal infection outcome was unknown. The reporter considered abdominal pain, anxiety, depression, genital haemorrhage, menorrhagia, pelvic pain, post procedural complication, psychological trauma, urinary tract disorder, vaginal discharge, vaginal haemorrhage and vaginal infection to be related to essure. The reporter commented: it was reported that on (B)(6) 2008, she explanted essure. She received treatment for pelvic pain /abdominal pain, general abnormal bleeding, bladder/urinary problems: urinary problems, vaginal discharge. Placement checked with 4 coils visible. Same procedure on left. Placement checked with 2 coils visible. Discrepancy noted in drug removal. This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ('pain pelvic') in an adult female patient who had essure (batch no. (124417b4,74055b)-not valid) inserted for female sterilization. The occurrence of additional non-serious events is detailed below. Other product or product use issues identified: device monitoring procedure not performed "did not undergo confirmation test". The patient's concurrent conditions included genital hemorrhage, bleeding menstrual heavy, bleeding time prolonged, nausea, vomiting, diarrhea, yeast infection, cramp in lower abdomen, mood change, irritability, ache, tenderness, vaginal pain, back ache, headache, dysuria, bladder spasm, urinary frequency, vaginal discharge abnormality, urinary tract disorder and vaginal odor. Concomitant products included medroxyprogesterone acetate (depo provera)(B)(6) 2010 to (B)(6) 2011, nsaids since (B)(6) 2010 and paracetamol (acetaminophen) since (B)(6) 2010. On (B)(6) 2010, the patient had essure inserted. In (B)(6) 2010, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), vaginal haemorrhage ("abnormal bleeding (vaginal)"), menorrhagia ("abnormal bleeding (menorrhagia)"), depression ("psychological or psychiatric problems condition: depression") and anxiety ("psychological or psychiatric problems condition: mental anguish"). On an unknown date, the patient experienced genital haemorrhage ("general abnormal bleeding"), abdominal pain ("abdominal pain"), psychological trauma ("psych injury"), urinary tract disorder ("bladder/urinary problems: urinary problems"), vaginal discharge ("vaginal discharge") and post procedural complication ("post removal complication "). The patient was treated with surgery (she had hysterectomy (full) and salpingectomy (bilateral)). Essure was removed. At the time of the report, the pelvic pain, genital haemorrhage, abdominal pain and urinary tract disorder had resolved an most recent follow-up information incorporated above includes: on(B)(6) 2020: plaintiff fact sheet received. Events added from pfs- infection (bladder/ urinary tract/vaginal) type: vaginal. Based on the available information, a review of our complaint records and other relevant data will be conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of embedded device ('embedded metallic coil, distally displaced and not within fallopian tube lumen'), device dislocation ('no portion of the left essure wire is present within the left fallopian tubeor tube lumen.') And pelvic pain ('pain pelvic') in a 46-year-old female patient who had essure (batch no. (124417b4,74055b)-not valid) inserted for female sterilization. The occurrence of additional non-serious events is detailed below. Other product or product use issues identified: device monitoring procedure not performed "did not undergo confirmation test". The patient's concurrent conditions included genital hemorrhage, bleeding menstrual heavy, bleeding time prolonged, nausea, vomiting, diarrhea, yeast infection, cramp in lower abdomen, mood change, irritability, ache, tenderness, vaginal pain, back ache, headache, dysuria, bladder spasm, urinary frequency, vaginal discharge abnormality, urinary tract disorder, vaginal odor, uterine fibroids, ovarian cyst, adenomyosis, flank pain and uterine bleeding. Concomitant products included medroxyprogesterone acetate (depo provera) (B)(6) 2010 to (B)(6) 2011, nsaids since (B)(6) 2010 and paracetamol (acetaminophen) since (B)(6) 2010. On (B)(6) 2010, the patient had essure inserted. In (B)(6) 2010, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), vaginal haemorrhage ("abnormal bleeding (vaginal)"), menorrhagia ("abnormal bleeding (menorrhagia)"), depression ("psychological or psychiatric problems condition: depression") and anxiety ("psychological or psychiatric problems condition: mental anguish"). On (B)(6) 2012, the patient experienced vaginal infection ("infection (bladder/ urinary tract/vaginal) type: vaginal"), 1 year 8 months after insertion of essure. On an unknown date, the patient experienced embedded device (seriousness criteria medically significant and intervention required), device dislocation (seriousness criteria medically significant and intervention required), genital haemorrhage ("general abnormal bleeding"), abdominal pain ("abdominal pain"), psychological trauma ("psych injury"), urinary tract disorder ("bladder/urinary problems: urinary problems"), vaginal discharge ("vaginal discharge") and post procedural complication ("post removal complication "). The patient was treated with surgery (robotic hysterectomy; bilateral salpingo-oophorectomy.). Essure was removed on (B)(6) 2018. At the time of the report, the embedded device, device dislocation, psychological trauma, vaginal discharge, vaginal haemorrhage, menorrhagia, depression, anxiety, post procedural complication and vaginal infection outcome was unknown and the pelvic pain, genital haemorrhage, abdominal pain and urinary tract disorder had resolved. The reporter considered abdominal pain, anxiety, depression, device dislocation, embedded device, genital haemorrhage, menorrhagia, pelvic pain, post procedural complication, psychological trauma, urinary tract disorder, vaginal discharge, vaginal haemorrhage and vaginal infection to be related to essure. The reporter commented: it was reported that on (B)(6) 2008, she explanted essure. She received treatment for pelvic pain /abdominal pain, general abnormal bleeding, bladder/urinary problems: urinary problems, vaginal discharge. Placement checked with 4 coils visible. Same procedure on left. Placement checked with 2 coils visible. Discrepancy noted in drug removal. Most recent follow-up information incorporated above includes: on 19-apr-2021: medical record received. Event added: embedded device and device dislocation. Reporters information and medical history were added. Based on the available information, a review of our complaint records and other relevant data will be conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of embedded device ('embedded metallic coil, distally displaced and not within fallopian tube lumen'), device dislocation ('no portion of the left essure wire is present within the left fallopian tubeor tube lumen.') And pelvic pain ('pain pelvic') in a 46-year-old female patient who had essure (batch no. (124417b4,74055b)-invalid) inserted for female sterilization. The occurrence of additional non-serious events is detailed below. Other product or product use issues identified: device monitoring procedure not performed "did not undergo confirmation test". The patient's concurrent conditions included genital hemorrhage, bleeding menstrual heavy, bleeding time prolonged, nausea, vomiting, diarrhea, yeast infection, cramp in lower abdomen, mood change, irritability, ache, tenderness, vaginal pain, back ache, headache, dysuria, bladder spasm, urinary frequency, vaginal discharge abnormality, urinary tract disorder, vaginal odor, uterine fibroids, ovarian cyst, adenomyosis, flank pain and uterine bleeding. Concomitant products included medroxyprogesterone acetate (depo provera) (B)(6) 2010 to (B)(6) 2011, nsaids since (B)(6) 2010 and paracetamol (acetaminophen) since (B)(6) 2010. On (B)(6) 2010, the patient had essure inserted. In (B)(6) 2010, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), vaginal haemorrhage ("abnormal bleeding (vaginal)"), heavy menstrual bleeding ("abnormal bleeding (menorrhagia)"), depression ("psychological or psychiatric problems condition: depression") and anxiety ("psychological or psychiatric problems condition: mental anguish"). On (B)(6) 2012, the patient experienced vaginal infection ("infection (bladder/ urinary tract/vaginal) type: vaginal"), 1 year 8 months after insertion of essure. On an unknown date, the patient experienced embedded device (seriousness criteria medically significant and intervention required), device dislocation (seriousness criteria medically significant and intervention required), genital haemorrhage ("general abnormal bleeding"), abdominal pain ("abdominal pain"), psychological trauma ("psych injury"), urinary tract disorder ("bladder/urinary problems: urinary problems"), vaginal discharge ("vaginal discharge") and post procedural complication ("post removal complication"). The patient was treated with surgery (robotic hysterectomy; bilateral salpingo-oophorectomy.). Essure was removed on (B)(6) 2018. At the time of the report, the embedded device, device dislocation, psychological trauma, vaginal discharge, vaginal haemorrhage, heavy menstrual bleeding, depression, anxiety, post procedural complication and vaginal infection outcome was unknown and the pelvic pain, genital haemorrhage, abdominal pain and urinary tract disorder had resolved. The reporter considered abdominal pain, anxiety, depression, device dislocation, embedded device, genital haemorrhage, heavy menstrual bleeding, pelvic pain, post procedural complication, psychological trauma, urinary tract disorder, vaginal discharge, vaginal haemorrhage and vaginal infection to be related to essure. The reporter commented: it was reported that on (B)(6) 2008, she explanted essure. She received treatment for pelvic pain /abdominal pain, general abnormal bleeding, bladder/urinary problems: urinary problems, vaginal discharge. Placement checked with 4 coils visible. Same procedure on left. Placement checked with 2 coils visible. Discrepancy noted in drug removal. Lot number- 124417b4 and 74055b are invalid. Quality-safety evaluation of ptc: no defect could be confirmed by the manufacturer.  All product batches have met the specifications regarding labeling, material, and process controls at time of release. Trend analyses of complaints are reviewed regularly, no signal was observed with regard to the reported complaint reason. The risk management file was reviewed and an update was not deemed required. A technical investigation of the complaint sample and batch record review could not be conducted, as no sample or batch number were available. Most recent follow-up information incorporated above includes: on 16-may-2021: quality safety evaluation of ptc. Based on the available information, a review of our complaint records and other relevant data was conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ('pain pelvic') in an adult female patient who had essure (batch no. (124417b4,74055b)-not valid) inserted for female sterilization. The occurrence of additional non-serious events is detailed below. Other product or product use issues identified: device monitoring procedure not performed "did not undergo confirmation test". The patient's concurrent conditions included genital hemorrhage, bleeding menstrual heavy, bleeding time prolonged, nausea, vomiting, diarrhea, yeast infection, cramp in lower abdomen, mood change, irritability, ache, tenderness, vaginal pain, back ache, headache, dysuria, bladder spasm, urinary frequency, vaginal discharge abnormality, urinary tract disorder and vaginal odor. Concomitant products included medroxyprogesterone acetate (depo provera) (B)(6) 2010 to (B)(6) 2011, nsaids since (B)(6) 2010 and paracetamol (acetaminophen) since (B)(6) 2010. On (B)(6) 2010, the patient had essure inserted. In (B)(6) 2010, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), vaginal haemorrhage ("abnormal bleeding (vaginal)"), menorrhagia ("abnormal bleeding (menorrhagia)"), depression ("psychological or psychiatric problems condition: depression") and anxiety ("psychological or psychiatric problems condition: mental anguish"). On an unknown date, the patient experienced genital haemorrhage ("general abnormal bleeding"), abdominal pain ("abdominal pain"), psychological trauma ("psych injury"), urinary tract disorder ("bladder/urinary problems: urinary problems"), vaginal discharge ("vaginal discharge") and post procedural complication ("post removal complication "). The patient was treated with surgery (she had hysterectomy (full) and salpingectomy (bilateral)). Essure was removed. At the time of the report, the pelvic pain, genital haemorrhage, abdominal pain and urinary tract disorder had resolved and the psychological trauma, vaginal discharge, vaginal haemorrhage, menorrhagia, depression, anxiety and post procedural complication outcome was unknown. The reporter considered abdominal pain, anxiety, depression, genital haemorrhage, menorrhagia, pelvic pain, post procedural complication, psychological trauma, urinary tract disorder, vaginal discharge and vaginal haemorrhage to be related to essure. The reporter commented: it was reported that on (B)(6) 2008, she explanted essure. She received treatment for pelvic pain /abdominal pain, general abnormal bleeding, bladder/urinary problems: urinary problems, vaginal discharge. Placement checked with 4 coils visible. Same procedure on left. Placement checked with 2 coils visible. Discrepancy noted in drug removal. This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ('pain pelvic') in an adult female patient who had essure (batch no. (124417b4,74055b)-not valid) inserted for female sterilization. The occurrence of additional non-serious events is detailed below. Other product or product use issues identified: device monitoring procedure not performed "did not undergo confirmation test". The patient's concurrent conditions included genital hemorrhage, bleeding menstrual heavy, bleeding time prolonged, nausea, vomiting, diarrhea, yeast infection, cramp in lower abdomen, mood change, irritability, ache, tenderness, vaginal pain, back ache, headache, dysuria, bladder spasm, urinary frequency, vaginal discharge abnormality, urinary tract disorder and vaginal odor. Concomitant products included medroxyprogesterone acetate (depo provera) (B)(6) 2010 to (B)(6) 2011, nsaids since (B)(6) 2010 and paracetamol (acetaminophen) since (B)(6) 2010. On (B)(6) 2010, the patient had essure inserted. In (B)(6) 2010, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), vaginal haemorrhage ("abnormal bleeding (vaginal)"), menorrhagia ("abnormal bleeding (menorrhagia)"), depression ("psychological or psychiatric problems condition: depression") and anxiety ("psychological or psychiatric problems condition: mental anguish"). On an unknown date, the patient experienced genital haemorrhage ("general abnormal bleeding"), abdominal pain ("abdominal pain"), psychological trauma ("psych injury"), urinary tract disorder ("bladder/urinary problems: urinary problems"), vaginal discharge ("vaginal discharge") and post procedural complication ("post removal complication "). The patient was treated with surgery (she had hysterectomy (full) and salpingectomy (bilateral)). Essure was removed. At the time of the report, the pelvic pain, genital haemorrhage, abdominal pain and urinary tract disorder had resolved an most recent follow-up information incorporated above includes: on 5-may-2020: event " post procedural complication " was added. Based on the available information, a review of our complaint records and other relevant data will be conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ('pain pelvic') in an adult female patient who had essure (batch no. (124417b4,74055b)-not valid) inserted for female sterilization. The occurrence of additional non-serious events is detailed below. Other product or product use issues identified: device monitoring procedure not performed "did not undergo confirmation test". The patient's concurrent conditions included genital hemorrhage, bleeding menstrual heavy, bleeding time prolonged, nausea, vomiting, diarrhea, yeast infection, cramp in lower abdomen, mood change, irritability, ache, tenderness, vaginal pain, back ache, headache, dysuria, bladder spasm, urinary frequency, vaginal discharge abnormality, urinary tract disorder and vaginal odor. Concomitant products included medroxyprogesterone acetate (depo provera) (B)(6) 2010 to (B)(6) 2011, nsaids since (B)(6) 2010 and paracetamol (acetaminophen) since (B)(6) 2010. On (B)(6) 2010, the patient had essure inserted. In (B)(6) 2010, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), vaginal haemorrhage ("abnormal bleeding (vaginal)"), menorrhagia ("abnormal bleeding (menorrhagia)"), depression ("psychological or psychiatric problems condition: depression") and anxiety ("psychological or psychiatric problems condition: mental anguish"). On an unknown date, the patient experienced genital haemorrhage ("general abnormal bleeding"), abdominal pain ("abdominal pain"), psychological trauma ("psych injury"), urinary tract disorder ("bladder/urinary problems: urinary problems") and vaginal discharge ("vaginal discharge"). The patient was treated with surgery (she had hysterectomy (full) and salpingectomy (bilateral)). Essure was removed. At the time of the report, the pelvic pain, genital haemorrhage, abdominal pain and urinary tract disorder had resolved and the psychological trauma, vaginal discharge, vaginal haemorrhage, menorrhagia, depression and anxiety outcome was unknown. The reporter considered abdominal pain, anxiety, depression, genital haemorrhage, menorrhagia, pelvic pain, psychological trauma, urinary tract disorder, vaginal discharge and vaginal haemorrhage to be related to essure. The reporter commented: it was reported that on (B)(6) 2008, she explanted essure. She received treatment for pelvic pain /abdominal pain, general abnormal bleeding, bladder/urinary problems: urinary problems, vaginal discharge. Placement checked with 4 coils visible. Same procedure on left. Placement checked with 2 coils visible. Discrepancy noted in drug removal. Most recent follow-up information incorporated above includes: on 30-jan-2020: ¿update of information (batch is not valid)¿. Based on the available information, a review of our complaint records and other relevant data will be conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.

Event description:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ('pain pelvic') and genital haemorrhage ('general abnormal bleeding') in an adult female patient who had essure inserted for female sterilization. The occurrence of additional non-serious events is detailed below. On (B)(6) 2010, the patient had essure inserted. On an unknown date, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), genital haemorrhage (seriousness criterion medically significant), abdominal pain ("abdominal pain"), psychological trauma ("psych injury"), urinary tract disorder ("bladder/urinary problems: urinary problems") and vaginal discharge ("vaginal discharge"). The patient was treated with surgery (she had hysterectomy (full) and salpingectomy (bilateral)). Essure was removed. At the time of the report, the pelvic pain, genital haemorrhage, abdominal pain and urinary tract disorder had resolved and the psychological trauma and vaginal discharge outcome was unknown. The reporter considered abdominal pain, genital haemorrhage, pelvic pain, psychological trauma, urinary tract disorder and vaginal discharge to be related to essure. The reporter commented: it was reported that on (B)(6) 2008, she explanted essure. She received treatment for pelvic pain /abdominal pain, general abnormal bleeding, bladder/urinary problems: urinary problems, vaginal discharge. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 4-sep-2019: reporter details updated and patient demographics were added. Updated essure indication. Injury event was replaced with pelvic pain /abdominal pain, general abnormal bleeding, psych injury, bladder/urinary problems: urinary problems, vaginal discharge. No lot number or device sample was received in this case. At this time, we have no information suggesting that the device failed to meet its specifications. We will conduct a review of our complaint records and other non-conformances data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer, and describes the occurrence of pelvic pain ('pain pelvic') in an adult female patient. Who had essure (batch no. 124417b4, 74055b) inserted for female sterilization. The occurrence of additional non-serious events is detailed below. Other product or product use issues identified: device monitoring procedure not performed. "Did not undergo confirmation test". The patient's concurrent conditions included genital hemorrhage, bleeding menstrual heavy, bleeding time prolonged, nausea, vomiting, diarrhea, yeast infection, cramp in lower abdomen, mood change, irritability, ache, tenderness nos, pain burning, back ache, headache, dysuria, bladder spasm, urinary frequency, vaginal discharge abnormality, urinary tract disorder and vaginal odor. Concomitant products included medroxyprogesterone acetate (depo provera) (B)(6)2010 to (B)(6) 2011, nsaids since (B)(6)2010 and paracetamol (acetaminophen) since (B)(6) 2010. On (B)(6) 2010, the patient had essure inserted. On (B)(6) 2010, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), vaginal haemorrhage ("abnormal bleeding" (vaginal)), menorrhagia ("abnormal bleeding" (menorrhagia)), depression (psychological or psychiatric problems, condition: "depression"). And anxiety ("psychological or psychiatric problems, condition: mental anguish"). On an unknown date, the patient experienced genital haemorrhage ("general abnormal bleeding"), abdominal pain ("abdominal pain"), psychological trauma ("psych injury"), urinary tract disorder ("bladder/urinary, problems: urinary problems") and vaginal discharge ("vaginal discharge"). The patient was treated with surgery, (she had hysterectomy (full), and salpingectomy (bilateral)). Essure was removed. At the time of the report, the pelvic pain, genital haemorrhage, abdominal pain and urinary tract disorder had resolved. And the psychological trauma, vaginal discharge, vaginal haemorrhage, menorrhagia, depression and anxiety outcome was unknown. The reporter considered abdominal pain, anxiety, depression, genital haemorrhage, menorrhagia, pelvic pain, psychological trauma, urinary tract disorder, vaginal discharge and vaginal haemorrhage to be related to essure. The reporter commented: it was reported, that on (B)(6) 2008, she explanted essure. She received treatment for pelvic pain /abdominal pain, general abnormal bleeding. Bladder/urinary problems: urinary problems, vaginal discharge. Placement checked with 4 coils visible. Same procedure on left. Placement checked with 2 coils visible. Discrepancy noted in drug removal. Most recent follow-up information incorporated above includes: on (B)(6) 2020, plaintiff fact sheet and medical records received. Lot number added. Events added from pfs- abnormal bleeding (vaginal, menorrhagia), psychological or psychiatric problems condition: depression and mental anguish. Did not undergo confirmation test. Concomitant drug, reporter information, aka name were added. Onset date of event pelvic pain were updated. We received a lot number in this case. A technical investigation will be conducted, including a batch review. And a review of complaint records and other relevant data. Should any new and reportable information become available from our investigation, this will be provided in a supplementary report.